Event description:
--

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The device was returned for analysis. Upon receipt at our post-market quality assurance laboratory, the device was analyzed. Review of device memory confirmed the device had reached eol. A charge timeout had occurred in which the device was unable to charge the high voltage capacitors in less then 45 seconds. The device case was opened, and analysis of internal components in the capacitor charging circuit isolated the cause of the long charge time to a high voltage resistor. The resistor had degraded and became an open circuit. The open circuit prevented capacitor charging, which caused the charge timeout and subsequent declaration of eol.

Event description:
Boston scientific crm received information that this device had reached end of life (eol) battery status. Eol was reached due to a charge time of 45 seconds. At the previous follow-up, the device was in middle of life 2 (mol2) battery status with a charge time of 14.3 seconds. It was alleged the device had depleted prematurely. No adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported the device was emitting beeping tones. The device was explanted.

Manufacturer narrative:
A device replacement was scheduled. The device is expected to be returned for analysis upon exlant. This report will be updated upon return and completion of analysis.